Event description:
Pt was taken to the cath lab for insertion of a greenfield filter. The greenfield filter was inserted in the inferior vena cava and placed just below the lower left renal vein. Under fluoroscopy it was seen that the filter was not fully opposed to the wall of the inferior vena cava and there was some proximal migration toward the heart. The pt was prepped and a nitinol filter was placed cranial to the greenfield filter via the right internal jugular approach.